Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a procedure on the bowel. Reportedly, the instrument was difficult to open and there was tissue hang-up. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.